Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -08.50/+6.0/042 (sphere/cylinder/axis), within the same surgery due to excessive vaulting and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue debris on product in a microcentrifuge vial. Visual inspection found no visible damage on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).